Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 959 mg/dl. The customer was dehydrated from vomiting. The customer was told that she had a blood infection and urinary tract infection. The customer declined troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.